Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon dissector disengaged from the shaft upon removal of the device. All pieces were retrieved. Or time was delayed 5 mins. No tissue damage, bleeding or pt injury reported.

Manufacturer narrative:
Date initial report sent: 10/21/2008.